Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0343695v, product type: lead. Product ID: 748951, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bone and non-malignant pain. It was reported that the patient¿s second device lasted 6 months and the wires were so tight because the doctor put in a huge implant and the wires got pulled. The patient had the whole thing taken out. No further patient complications were reported as a result of this event.